Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was between 300 mg/dl to 400 mg/dl. Customer stated that were in a fasting state with ketone bodies 0.6 and has changed catheter twice and corrective bolus has been administered with the insulin pump despite this the customer arrived with blood glucose level of 270 mg/dl and in view of this situation he ingested a ration of carbohydrates without administering the bolus wizard recommended because 5 units insulin were administered with insulin pen for correction of glucose level of 256 mg/dl and ketone bodies 0.4 mm/l. Customer stated that capillary blood glucose and ketone bodies measurement were repeated and few hours later with a blood glucose of 219 mg/dl another ration of carbohydrates was taken and 6 units insulin were administered with insulin pen with this managed to reduce glucose to 190 mg/dl and ketone bodies to 0.4. The insulin pump will not be returned for analysis.